Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ventricular tachycardia (vt) ablation procedure, complete av block occurred. After introducing the ablation catheter, and the first lesion was ablated, the av block was noted. No intervention was performed due to the patient having an ICD already implanted. The procedure was able to successfully completed and the patient was paced by the ICD by the end of the procedure (ICD had been implanted prior to procedure). There were no performance issues with any abbott devices.